Event description:
It was reported that the ilet display in the algorithm step showed no insulin delivery while the bionic report indicated insulin corrections were delivered, and the nurse also reported recurrent overnight sensor-to-ilet connectivity issues despite the dexcom app showing the sensor connected. Symptoms included hyperglycemia. Outcomes included no hospitalization or emergency treatment. Investigation included review of device data and report logs. Investigation of this case revealed a discrepancy between user-facing algorithm status and backend delivery records and recurrent cgm-to-controller communication issues consistent with incorrect or misleading information displayed for the insulin delivery status. It was concluded, based on previously established findings for similar reports, that the cause was software communication or display behavior leading to misleading information.